Manufacturer narrative:
The meter was returned for an investigation. Replacement product was sent. The investigation is ongoing.

Event description:
There was an allegation of an incorrect date being transmitted from the accu-chek inform ii meter to the cobas infinity system. On (B)(6) 2022, the patient was measured with the accu-chek inform ii meter. The customer reviewed the glucose result within the infinity system and the date of the result stated (B)(6) 2022. The meter was reset and restarted, the customer confirmed the value to the cobas infinity system was (B)(6) 2022. The customer confirmed the patient's result was from (B)(6) 2022.

Manufacturer narrative:
The investigation found one patient sample had the incorrect time stored. It was confirmed by the customer that the time and date were not changed. The investigation found that before the alleged measurement was made, a qc measurement was performed and the date was already set to 03-jun-2022. The investigation could not determine the cause for the time and date change. The alleged malfunction was not reproducible. The meter was disassembled for further investigation. A visual inspection was performed of the electronic parts and no abnormalities were found and there was no contamination. The investigation did not identify a product problem. The cause of the event could not be determined. Updated medwatch field: h3 - device evaluation by manufacturer.